Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: last had complaint 6/26/02 to 12/18/02 -- excessive abdominal and pelvic pain, swelling, and adhesion. Surgery to remove adhesions in 2002. Ongoing -- excessive abdominal and pelvic pain, need for hrt, and irritable bowel syndrome.

Event description:
It was reported that in 06/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."